Manufacturer narrative:
Prismaflex st150 set ckt has been temporarily approved for use in the us under emergency use authorization eua (B)(4) to deliver crrt to treat patients in an acute care environment during the covid-19 pandemic. The actual device was not available; however, a video of the sample was provided for evaluation. Visual inspection of the video showed the presence of air bubbles in the set return line and deaeration chamber. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The reported condition was verified. The cause of the condition was not determined as no further or actual sample testing could be conducted. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that at the start of continuous renal replacement therapy with a prismaflex st 150 set, "air bubbles had appeared in the filter area and subsequently flowed into the air chamber; this caused the fluid level to drop, resulting in the chamber emptying out". Two (2) sets were used for one therapy. The set was replaced twice to continue treatment, and the extracorporeal blood was not returned to the patient either time. There was no report of medical intervention associated with this event. No additional information is available.